Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by nausea and vomiting. On the same day the pt was diagnosed with peritonitis and was admitted to the hospital for the event. One day after being admitted, the patient was discharged from the hospital. On an unreported date, the patient received unspecified antibiotics for 30 days as treatment. At the time of this report the peritonitis was resolving. The pt was recovering and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894865 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.